Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that they had damage on the damage to the drive support cap. The customer was advised to follow their medically prescribed back up plan. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit was received with cracked/detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to cracked/detached end cap. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.